Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have rotated. Technical services (ts) was consulted and available system measurements were within range. X-ray images were reviewed and they were inconclusive. Ts suggested a defibrillation threshold (dft) test to be performed. A dft test was performed and it was successful. This s-ICD remains in service. No adverse patient effects were reported.